Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal at 500 mcg/ml with a daily concentration of 136 mcg/day via an implantable pump for intractable spasticity and cva (stroke) das system. It was reported that the patient¿s pump was empty and an empty pump alarm occurred in (B)(6) 2016. The manufacturer representative had access to the 8840 physician programmer. The patient was in a nursing home and did not make the last refill appointment. The manufacturer representative was to follow-up with the hcp. No additional troubleshooting was performed according to the hcp. The pump was refilled with 40 cc of lioresal at a concentration of 500 mcg/ml. The pump alarms stopped occurring once the hcp filled the pump and ¿programmed the patient.¿ the issue was resolved at the time of this report according to the hcp. The patient was to follow-up in a month. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.